Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a missing safety mechanism. The following information was provided by the initial reporter: no safety device when removing the needle from the catheter, the needle can be removed very easily without being blocked by the safety device.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a missing safety mechanism. The following information was provided by the initial reporter: no safety device when removing the needle from the catheter, the needle can be removed very easily without being blocked by the safety device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.